Event description:
A report was received that the pt had a pocket revision due to discomfort and irritation. The physician moved the pocket site from the beltline to a more comfortable site. The physician also elected to replace the pt's existing ipg with a new one to prevent infection as the pt is susceptible to infection. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.